Event description:
As reported by the user facility: under infusion, taxol in 500mg bag to infuse via central line over 3hrs., infused in 4 hours, no alarming, no patient injury. Clinician enters the volume to be infused from the med label that is listed on the bag which pharmacy determines. (B)(4).